Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the inaccuracy occurred one month prior to contacting lfs, but he could not specify the results obtained. The tests were performed within 20 minutes of each other. The patient stated that he manages his diabetes by self-adjusting his insulin doses. The patient claimed that one hour after the alleged meter issue occurred he developed symptoms of feeling ¿shaky, cold sweat and weakness¿ and that at midnight, one month prior to contacting lfs he consumed more food or drink. At the time of troubleshooting the cca noted that it was unknown if the meter was set to the correct unit of measure but an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 2.the lay user/patient¿s strips have been returned on and evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015). The patient¿s meter has been returned on 5/13/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up 3:supplemental sent to correct information previously sent. Device recieved date should have stated 05/13/2015.